Event description:
A 4-0 vicryl rb-1 suture (reference j214) was defective during the case. At the point where the needle normally ends and the suture strand begins, there was an add'l metal piece that was not flush with the needle. While the attending surgeon was suturing and pulling the needle through the pt's bowel, the extra piece of metal, tore through the bowel.